Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID neu_unknown_prog, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
It was reported one time the patient had an implantable neurostimulator that got infected so they took it out about 4-5 years prior to report. No further information was reported.